Manufacturer narrative:
(B)(4) - blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the blade stopped spinning and appeared dull. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The main housing was not returned for evaluation. The trigger operated as intended during evaluation.